Event description:
After the first inflation, the pta catheter could not be removed through the 5f sheath. Catheter had to be removed with the sheath. Therefore a considerable complication occurred with a hematoma in the groin and repeated puncture.